Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had a possible fracture. The atrial lead impedance was high and undefined. In addition, the lead had high thresholds and no capture. It was noted that the patient had not been feeling great but could not provide a date when the symptom began and had attributed the symptom to be old. The parameters on the lead were reprogrammed and the lead will be monitored. No further patient complications have been reported as a result of this event.